Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. When powered on, some led segments did not illuminate. Alarm alert conditions were functional with visual and audio status indicators. Internal inspection showed two led segments on the instrument board had failed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the top of the display is missing segment lines. No patient impact or consequences were reported.